Event description:
It was reported that the patient underwent an unrelated surgery and did not place their ipg in surgery mode. As a result, their system became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section d4: device information has been updated. Section d6a: implant date has been updated. Section d10: concomitant devices has been updated. Section h4: device manufacture date has been updated. Section h7: remedial action type has been updated. It was reported that the patient underwent an unrelated surgery and did not place their ipg in surgery mode. As a result, their system became inoperable. Surgical intervention was undertaken wherein the patient's ipg was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.